Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call, per the healthcare provider, was that the patient could not connect to their ins, and would get 'no device found.' It was confirmed the communicator was connected to the handset, and they could palpate the ins just fine. Troubleshooting was unable to be performed, as the caller had already tried multiple positions. The patient last communicated a couple months ago. They did not have an issue until today, and were not sure if therapy was still on, but believed it was still working. The caller was redirected to the national answering service (nas) to page a local representative. A manufacturer called in a little over an hour later and suggested the patient's ins be assessed by a healthcare provider or manufacturer representative. There were no patient symptoms nor further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that in regard to their pace monitor not working the cause of the inability to communicate was unknown. The steps taken were the patient had tried using their monitor several times. Sometimes it works but most times it doesn¿t work at all. Device removal or replacement surgery was planned but the patient had not heard when. The patient still had the device, but it didn¿t work.